Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during splenectomy procedure, while using stapler and disposable reload to cut off tissue, the reload was unable to be closed completely and unable to used. They replaced it with new stapler and reload and the operation was completed successfully. There was no patient injury.